Manufacturer narrative:
H6: off-label; age<21 years old at the time of implantation. Claim#(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6; -10.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was reported as excessive vaulting. On (B)(6) 2024 the lens was explanted. Later that day it was replaced with a shorter length lens. This resolved the problem.

Manufacturer narrative:
Corrected data: d2: should be corrected to mta phakic intraocular lens. Claim#(B)(4).